Event description:
Reporter indicated that vns pt is experiencing episodes of aggressive behavior during which reporter has injured staff members at the assisted living facility where reporter resides. The pt has a history of aggressive behavior. Device output current was increased from to 1.0ma. Approximately 2 months after the parameter adjustment, the pt started having episodes of using profanity and injuring the staff by grabbing their arms. The pt had one such episode 2 months after parameter adjustment, another episode 2 months later, and 2 episodes in the following month. It was also reported that the pt's seizure pattern had changed from 2 seizures per month to 5-6-9 seizures per month following the increase in programmed parameters.